Event description:
Device arrived doa (dead on arrival). After several days, medtronic rep says they are going to escalate to get the issue resolved. Still no call back, caused an extremely low blood sugar.